Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source is not working as the image does not display with use of the 190 series scopes. The issue occurred during general routine inspection. There were no reports of patient involvement.